Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 3 months post-op, the screws at s1 snapped in half. The patient was having trouble walking due to the screw breakage. The patient underwent a revision surgery. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms bone screw breakage. Fracture surface examination provides evidence of a multi-modal fracture, with ratchet marks near the origin of crack propagation with progressive striations or beach marks for approximately the first half the rod diameter, followed by increased material disruption, and river lines, which suggest overload to subsequent fracture. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants or their associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Films were supplied for review which found: x-rays are submitted of a lumbar fusion construct from l4-l5-s1. The s1 screws are noted to have fractured within the pedicle bilaterally. Minimal displacement is noted. This suggests a pseudoarthrosis at l5/s1.